Event description:
Pt reports cup that medication is poured into cracked while she was washing it the cup was fine but now she stated its not dispensing her medication. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx(prescription) is available for return, unknown if md is aware, no further info reported. Diagnosis for use: copd(chronic obstructive pulmonary disease).